Manufacturer narrative:
The unit did not have a button error alarm. However, the unit had an intermittent button response due to moisture damage on the keypad traces. There was no moisture damage on the electronics and motor. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4).

Event description:
The customer called in to report a button error alarm. The customer had worn the device in her bra while jogging and the buttons had been pressed against the skin; the device was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.